Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 12/22/2014-device evaluation: the pump has been returned and evaluated by product analysis on 12/11/2014 with the following findings: the pump powered on normally with functional vibratory features. Investigation revealed that the pump¿s auditory features were not functioning. Investigation revealed that the piezo contacts were misaligned, resulting in a bad connection between the piezo and the contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump¿s audible features were not functioning. Troubleshooting confirmed that the pump¿s vibratory features were functioning correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.